Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient medical history: cancer that had metastasized pre-operative diagnosis: painful spinal fracture due to metastases product status: implanted-remains in service it was reported that on (B)(6) 2016, the patient underwent balloon kyphoplasty procedure. Post-op, the patient had a metastatic lesion in t8 vertebral body. A unipedicular kyphoplasty was successfully performed, however the patient reported that they were still in pain after procedure and an MRI and CT scan demonstrated that the cement had migrated posteriorly partial compressing the spinal canal. The patient had metastases elsewhere including the brain. The patient had to enter into hospital. The product came in contact with the patient. It was reported, after sales rep speaking with the surgeon, that the issue was not in connection with our products, but rather a result of the normal erosion of bone caused by the tumor. They do not want to supply any other information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.